Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began all year since january. Caller couldn't get the recharger to connect to the implant. During the call there were no damages on the recharger and 1 pin in the controller charging port was not as shiny as the others. Caller also mentioned the patient had fallen a couple times since they had issues with their head and their eardrum was messed up. Patient would tend to fall backwards on their butt. Patient also took a really hard fall (B)(6) 2023 and 4 of their ribs broke and their lungs were punctured. Patient felt better and the issue came and went. Patient felt that the implant shifted. The patient also had a damaged belt and it fell apart. A replacement controller and belt were sent out.